Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. Product was returned with complaint for review. Visual exam revealed the presence of low density polyethylene (ldpe ) residue on the returned femoral component. The photographs returned from the field confirm the ldpe bag has ripped due to adhesion to the femoral component. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery an implant was noted to have a film from the packaging material adhered on the surface of the femoral component.